Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer reported that the sureform 60 stapler instrument and white reload used during this event were both discarded and therefore cannot be returned. A follow-up MDR will be submitted if additional information is obtained. The stapler instrument logs for this event were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae): per the fae, the sureform 60 stapler instrument (part #480460-09; lot #l93211027-0224) was used for 7 firing events. The first five firing were with blue sureform 60 reloads and the remaining two were with white sureform 60 reloads. All 7 firing events were successful/completed and the completion percentage was 100%. There were no additional errors related to the reported problem. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted gastric bypass (roux-en-y) procedure, the patient passed out due to bleeding from the jejunum. The surgeon believes the complication was related to the use of a white sureform 60 reload that was fired and used to create an anastomosis on the jejunum. As a result of the complication, the patient underwent an additional operation and the staple line on the jejunum was over-sewed. The cause of the post-operative complication is unknown.

Event description:
It was reported that six hours after completion of a da vinci-assisted gastric bypass (roux-en-y) procedure, the patient passed out due to bleeding from the jejunum. During the robotic surgery, the surgeon had performed an anastomosis on the jejunum using a white sureform 60 reload with a sureform 60 stapler instrument. The surgeon reported there were no complications were identified with this staple line during the robotic procedure and it appeared in good condition after white stapler reload was fired. The white reload and stapler instrument used during this event were both discarded and therefore cannot be returned. It was specified that the patient did not bleed from the enterotomy. The patient received two units of blood and underwent another surgery to over-sew the bleeding staple line on the jejunum. In addition, the patient was hospitalized for five days due to the post-operative bleed. The surgeon said there is no concern for any long-term complications with this patient. The surgeon believes the white stapler reload fired on the jejunum caused or contributed to the post-operative complication. The surgeon reported the patient was doing well two months after this reported event occurred.